Event description:
Ob pt needed to be put to sleep for c-section. Anesthesiologist went to intubate pt, they were unable to have a good closed circuit. Dr. Attempted to ventilate pt and was not able to ventilate pt for approximately 1 minute until anesthesia machine worked correctly. No known harm to pt or baby.